Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms. There was no lead fracture per fluoroscopy imaging, however, it appeared that the lead was coiled between the device and skin, when it normally was between the device and muscle. Furthermore, the lead was not tested on pacing system analyzer (psa) but was tested with device on both configurations and obtained an out of range measurement of greater than 2,000 ohms in bipolar configuration. The rv lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.